Manufacturer narrative:
Per good faith effort (gfe) response, the device was actually not in use when the problem was discovered. The issue was found while running test 13 (internal battery) of performance verification testing (pvt) after preventive maintenance (pm). At step 15, after plugging in the alternating current (ac) power cord, the battery light emitting diode (led) flashed with each breath. The biomedical engineer technician ultimately ordered and installed the replacement power supply, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that when device was in use and taking a breath in, the 24 v supply dropped and went to battery power and then back to alternating current (ac) power after a breath. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that when device was in use and taking a breath in, the 24 v supply dropped and went to battery power and then back to alternating current (ac) power after a breath. The customer performed troubleshooting and confirmed that the 24 v supply was dropping below 21 volts. The customer had a first-generation power supply and wanted to know if it was in stock. The remote service engineer (rse) confirmed the part number of the replacement power supply needed for repair with the customer.